Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the thoracic probe tip was confirmed to be deformed. This was noticed prior to a case. It was noted that the site distributor ¿took and sent the product.¿ the procedure was completed successfully by using a thoracic probe. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number, UDI number, and manufacture date have all been updated to their proper values. Device evaluation: the thoracic probe was returned to medtronic for evaluation. The tip of the returned probe is not bent as was reported, but there are impact marks on the back end causing fit issues with the mating tracker. Analysis determined there was a physical damage failure with the returned probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.